Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Patients rv lead has high impedance day after implant >3000 ohms. Looking at the recording transmitted to home monitoring the rv lead appears to be detecting both lv and rv events, appears to be caused by lead tip dislodgement. Recommended patient receive x-ray to confirm lead position. Should additional information be obtained this report will be updated.